Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include final analysis results.

Event description:
It was reported that during the procedure, several attempts were made to position the right ventricle (rv) lead due to observed poor sensing values. While repositioning the lead, it kept pushing back into the atrium. After several attempts to reposition the lead, the physician was not able to steer the lead through the tricuspid valve, because there was no proper support. Additionally, the stylet could not be inserted all the way to the lead tip. The lead was removed from the patient's body, and appeared to be twisted; lost its shape (undulating) due to multiple attempts to position it into the right ventricle. Therefore, a new lead was placed without further complications. All measurements were stable with the new lead. No adverse effects to the patient were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, several attempts were made to position the right ventricular (rv) lead due to observed poor sensing values. While repositioning the lead, it kept pushing back into the atrium. After several attempts to reposition the lead, the physician was not able to steer the lead through the tricuspid valve, because there was no proper support. Additionally, the stylet could not be inserted all the way to the lead tip. The lead was removed from the patient's body, and appeared to be twisted; lost its shape (undulating) due to multiple attempts to position it into the right ventricle. Therefore, a new lead was placed without further complications. All measurements were stable with the new lead. No adverse effects to the patient were reported.